Manufacturer narrative:
The cartridge user guide states to replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level ranged from 300 to 361 mg/dl. Insulin injections were used to address the bg level. The cause of the past occlusion was unable to be confirmed. Tandem technical support had the customer perform a system check using the current supplies and the occlusion appeared to be within the infusion set tubing; however, the customer had been using novolog in the cartridge for 4 days.